Event description:
The device is used with an air source to supply sterile water to an endoscope during endoscopic procedures. A customer reported during a procedure a significant amount of water leaked at the connection between the endoscope and the device. There was no report harm to pt or user.

Manufacturer narrative:
Based on the info provided, no injury occurred. In addition, the actual device involved was not returned for investigation. Review of the lot history router indicates no problems in the manufacturing of this device. Complaint trending data for the device shows no reports of similar incidents with the same lot number.